Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had received a power error detected alarm on the insulin pump. The customer stated that the insulin pump required a new battery more frequently lately. The customer's blood glucose level was 7 mmol/l. They were advised to call back if any further issues arise.